Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
It was reported the black colored tip of the hysteroscope inner sheath fell inside the patient during an unspecified procedure. The surgeon wanted to know the composition of the part to aide with extraction. Additional information regarding the event has been requested but not provided at the time of this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, based on the damage pattern described, it is likely that the damage was thermally and mechanically induced. Furthermore, it is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation of the instrument or during the last procedure. The root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Information inadvertently left out: the surgeon successfully extracted the tip from the patient, but he doesn't have the tip in his possession. It is unknown how the tip was extracted. The user has the metal portion of the instrument and can see a crack where metal and ceramic meet. The user believes the defect might have occurred due to age and use of the instrument. Additionally, the user was educated that the instructions for use (IFU) calls for inspection of the tip before use.